Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A request was received to re-make an htr implant. The reason is unknown; additional information was requested but has yet to be received. All that is known at this time is the removal has yet to take place and the screws used to fixate the implant were not ours.

Manufacturer narrative:
Sections were updated based on the receipt of additional information.

Event description:
The distributor provided the following information: the date of the revision was (B)(6) 2017. The nurse involved with the case did not know the reason behind the removal.